Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy using a dual surgeon side console (ssc) setup, the right eye of ssc2 high resolution stereo viewer (hrsv) display was black. The customer received phone assistance from the technical support engineer (tse). Upon verification, the user confirmed that the issue was only on ssc2 and all other displays were normal. The tse instructed the user to perform a hard power cycle on ssc2; however, the issue temporarily resolved and then recurred. The customer elected to continue under this condition and completed the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting no display on the right eye of the ssc hrsv monitor, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reproduced the issue and replaced the hrsv monitor and the personality module surgeon console (pmsc) module. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. During failure analysis, the hrsv was tested and no video was observed on the right display, confirming the reported event. Isi also received the pmsc module involved with this complaint and completed the device evaluation. Failure analysis of the vsl with an in-house system confirmed a component failure. The reported event was reproduced. The system displayed no video image on the right eye. The surgeon console leaf (scl) and video input leaf (vil) pcas on pmsc module were found defective. The complaint was confirmed based on field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the right ssc hrsv eye repeatedly went black during the procedure. Fa confirmed a component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.